Event description:
It was reported that the pt showed high lead impedance on system test. It was suggested to the site to turn the device off and send pt for x-rays. Pt will be referred to surgeon for a possible explant of the lead and having a resective surgery. Further follow up with the nurse revealed that no pt manipulation or trauma reported. Pt will most likely not be re-implanted and they plan to send him for brain surgery. X-rays were taken and no lead break was found on the x-rays. X-rays were not available for further review. No system test will be performed and pt will be sent for a removal of vns sometime soon.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.